Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the therapy hasn¿t worked for years. The hcp had no further information as to why the therapy or system didn¿t work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's hcp ordered an MRI, however therapist changed it to an ultrasound per hcps orders.